Event description:
Overdelivery reported. The pump was set to infuse normal saline with 20 meq potassium chloride/1000 ml at 75 ml/hr via primary. The IV container was empty after 3.5 hours of infusion time. The expected delivery amount at that time was approx 262 ml. The pt did not expereience any adverse effects. A second scheduled container of IV fluids was withheld per physician order. The account biomedical engineering dept reports that when the device was received by them, it was set to deliver at 75 ml/hr via primary and at 200 ml/hr via secondary. It indicated delivery of 1238 ml, with a volume to be infused of 994 ml on the primary side and 0 ml to be infused on the secondary side. The pump delivered accurately during biomed testing.